Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting, a medtronic representative confirmed the reported issue could be replicated. When the issue occurred, the ias computer did not start working and was unresponsive, ias computer malfunction was thus considered. Power-switching pcb and ias (3.1.6) were replaced. After replacement, starting test and operation test were conducted: no issue was confirmed. On 04/22/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Return requested. Replacement cpu-ps pcb svc kit shipped to site 04/26/2016. Return requested. Replacement computer shipped to site 04/27/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the site's imaging system was powered on prior to procedure, and the image acquisition system (ias) computer became unresponsive at the start screen and did not start further. Re-starting the imaging system resolved the issue and the ias computer started working normally. The surgeon opted to continue and completed the procedure with the use of the imaging system and the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The suspect power switching board and computer were returned to the manufacturer for analysis. The power switching board was installed on the imaging test system and the system started, achieved motion ready and both 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel. The computer was confirmed to have caused the reported event. Bench testing noted green power led is lit, hdd led does not light. At power up hd ticks and no video display. Cmos battery measured 3.05vdc. Unable to perform virus scan due to failure. Faulty ias computer. The reported event was confirmed to have been caused by a cpu malfunction. As previously reported, the computer was replaced to resolve the issue.